Event description:
It was reported that the unit experienced an e-1 error. It was further reported that the lamp in the unit failed to turn on.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.